Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'up' arrow button. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Keypad connector wire was found to be securely seated at the connector. Unrelated to the complaint, the display was found to be dim with a pinkish contrast. A battery compartment crack was found below the grip pad at the case seal and moisture corrosion was evident in the battery compartment. The bolus button cover was missing from the pump and the button¿s function was unable to be tested. A leak test showed a leak at the bolus button. Pump casing was opened and no evidence of moisture intrusion was found internally.